Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon perforation occurred. The target lesion was located at first obtuse marginal branch segment (1st om) artery. A 5.00mm x 20mm veriflex bare metal stent was advanced and deployed. The physician encountered resistance while attempting to pull back the stent delivery system (sds) before the stent delivery balloon was fully deflated. The balloon perforated. The sds was removed intact from the patient. The stent remained successfully implanted. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the distal portion (mid-shaft, distal shaft, balloon and distal tip) of a liberte/veriflex stent delivery system (sds) with a cordis catheter, and filterwire ez, which is consistent with the reported information. The stent and proximal portion of the sds (hub and hypotube), were not returned for analysis. There was blood on the returned devices. The filter wire was in the lumen of the liberte/veriflex. The distal tip was damaged. The balloon was loosely folded. There were stent strut impressions on the surface of the balloon between the markerbands. There were multiple kinks throughout the midshaft. The distal shaft and midshaft were stretched. The distal shaft was necked-down adjacent to the guidewire exit notch. The midshaft was completely separated 29cm from the guidewire exit notch. The fracture surface is consistent with a fracture due to tensile overload. Magnified inspection of the balloon did not reveal any damage or irregularities. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was not fully deflated and the dfu instructs: "following stent placement, confirm complete balloon deflation. If unusual resistance is felt during sds withdrawal, pay particular attention to guide catheter position. In some cases, it may be necessary to pull back slightly on the guide catheter to prevent deep seating (unplanned movement) of the guide catheter and subsequent vessel damage. In cases where unplanned guide catheter movement has occurred, angiographic assessment of the coronary tree should be undertaken to ensure that there is no damage to the coronary vasculature. Failure to follow these steps, and/or applying excessive force to the stent system can potentially result in stent damage, stent dislodgment from the balloon and/or damage to the delivery system." (B)(4).

Event description:
It was reported that balloon perforation occurred. The target lesion was located at first obtuse marginal branch segment (1st om) artery. A 5.00mm x 20mm veriflex bare metal stent was advanced and deployed. The physician encountered resistance while attempting to pull back the stent delivery system (sds) before the stent delivery balloon was fully deflated. The balloon perforated. The sds was removed intact from the patient. The stent remained successfully implanted. No patient complications were reported and the patient's status was fine.